Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between july 21-24, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph sample was reviewed, and it was noted that there was residual fluid inside the device bladder which suggested that a no flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. After two days of use, the "pump was still completely full and no drug had been coming out of it". The connection and port were checked with no issues noted. The device contained fluorouracil hs (ebewe) 3864mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.